Manufacturer narrative:
Single long stents versus overlapping multiple stents in the management of very long coronary lesions: comparisons of procedures and clinical outcomes https://doi.org/10.18502/jthc.v14i3.1427. Average age, majority gender, date of event: date of publication deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute and resolute integrity drug eluting stents were used as part of a study comparing the procedural and long term clinical outcomes between single long stents (slss) and overlapping multiple stents (omss) in patients with very long coronary lesions (vlcls). Lesions treated included the left anterior descending, left circumflex,right coronary artery, ramus, posterior descending artery-posterior left ventricular branch and obtuse marginal clinical outcomes of the procedures include cardiac death, myocardial infarction (mi), target vessel revascularisation (tvr), target lesion revascularisation (tlr), coronary artery bypass graft (CABG)